Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as it is a olympus owned training device and is being upgraded to a newer version. A supplemental report will be submitted if any additional information is provided.

Event description:
The sales rep reported to olympus, the xenon light source has an error code e200. The issue was found during a training seminar. As this is a seminar training device there was no patient or procedural involvement.